Manufacturer narrative:
A disposable femoral cutting guide ijig fractured upon impaction. Surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
A disposable cutting guide instrument fractured upon impaction during surgery. Surgery was completed successfully.